Event description:
The dept of health and human services through the FDA's medwatch program rec'd a report from a consumer. The consumer's report stated they had good distance vision. Howevern there was a dark black crest/shadow at the extreme right edge of their vision following cataract extraction and intraocular lens (iol) implant surgery. The consumer had the same surgical procedure performed on the other eye (left eye) in 2007 with an iol from a different lens MFR and a different surgeon. The outcome was the same for both eyes: a crest/shadow on the extreme outer edge of vision. Neither surgeon could give the pt a definitive answer as to how to correct the crest/shadow in the pt's vision. No add'l surgeries are anticipated.

Manufacturer narrative:
The product was not retuned for analysis. Product history records could not be reviewed because the reporting facility did not provide a valid lot # or any ID traceable to the manufacturing documentation.